Manufacturer narrative:
The tcmid:05 error message was cleared by zoll sales representative. An on site service at the customer is pending. A supplemental report will be filed when the product investigation has been completed.

Event description:
Customer reported that during set up for a cranio-cerebral trauma patient, the thermogard xp ivtm system displayed tcmid:05 'coolant dif failure' error message upon powering on. The distributor did confirmed the customer reported issue, however, tcmid:05 error message could not be cleared during their evaluation. Therefore, patient's temperature management therapy was started by utilizing blankets. Several hours later, a zoll sales rep. Evaluated the console and was able to clear the error. Surface therapy was discontinued and patient therapy successfully started with thermogard xp ivtm system to continue the treatment. No patient harm or consequence was reported on this event.

Manufacturer narrative:
The customer reported complaint of the system exhibiting tcmid:05 (coolant diff failure) error message was not confirmed during the initial functional testing or archive review. There were no device deficiencies found during the evaluation of the console, which could have caused or contributed to the reported error message. A visual inspection was performed and no discrepancies were observed. During functional testing, the reported complaint could not be reproduced, the thermogard console was able to power without any issues. Archive event log data was downloaded and noted no tcmid:05 error messages. The system passed functional testing and it verified that the system met all the manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).